Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was found to be leaking due to a loose clamp in the patient's transfer set. The transfer set had been replaced five days prior to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.